Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6) , and determined the alinity c-series mixer was the likely cause and required replacement. A review of the service history for the alinity ac01063 identified no contributing factors to customer issue. No subsequent occurrences of discrepant results occurred since the replacement of the part. Tracking and trending report was reviewed and did not identify any trends for the alinity c-series mixer and no systemic issues or trends associated with discrepant results on the alinity c processing module. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the alinity c-series mixer or the alinity c processing module.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant results for a patient sample tested on the alinity c processing module. Patient 2: sid (B)(6), (B)(6) 2020. No adverse impact to patient management was reported. Initial results: sodium: <100 mmol/l, potassium: 2.33 mmol/l, chloride: 57 mmol/l. Repeat results: sodium: 138 mmol/l, potassium: 4.07 mmol/l, chloride: 99 mmol/l.